Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Return expected, not yet received.

Event description:
During knee arthroplasty, an ankle strap fractured. There was no patient injury or delay as a result of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The ankle strap is torn. The item is rationalised and the current ankle straps are manufactured from silicone. The strap is used together with the mating part - the metal ankle yoke. The strap is hooked on the yoke. Any sharp edges or corners of the yoke could potentially cause the tear. It is also possible that the item was used multiple times and went through multiple sterilisation cycles that would contribute to reduced silicone strength. However, the exact root cause is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During knee arthroplasty, an ankle strap fractured. There was no patient injury or delay as a result of the event.